Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that bd ultra fine¿ pen needles would not allow insulin to flow during injection. The following information was provided by the initial reporter: material no: 320122 batch no: 9106631. It was reported by the consumer that the insulin did not flow during injection. Event description per snow case states: consumer reported during injection, no insulin flows. Stated, he pushes hard and nothing happens. Does not prime before injection. Numbers not affected.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles would not allow insulin to flow during injection. The following information was provided by the initial reporter: material no: 320122 batch no: 9106631. It was reported by the consumer that the insulin did not flow during injection. Event description per snow case states: consumer reported during injection, no insulin flows. Stated, he pushes hard and nothing happens. Does not prime before injection. Numbers not affected.